Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the event of ¿no image¿ was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k camera head had a no image problem. The issue was found during preparation before use inspection. The intended procedure was a diagnostic laparoscopy and was completed with another similar device. The patient was not under anesthesia and there were no reported delays. There were no reports of patient or user harm associated with this event.